Manufacturer narrative:
Product has been received by MFR, but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: broken port. Cardiac surgeon found the defect after the system had been connected to the thoracic catheter. Unit was not inspected prior to use. No pt injury reported.